Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message that resulted in the device emitting beeping tones and an alert in the remote home monitoring system. It was noted that the patient underwent an unrelated surgical procedure. Engineering analysis of device memory noted the presence of 316 magnet applications that coincided with the procedure. Further analysis noted the device battery was recovering. Technical services (ts) discussed clearing the message with a programmer. The patient was seen in clinic and the tones were cleared with a programmer. No adverse patient effects were reported. This product remains in service.